Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "fiber cap blew about 2 minutes into the procedure" and became forward-firing at 6,762 joules of use. The case was completed using a second fiber. "Neither the pt nor user were injured."

Manufacturer narrative:
Device refers to forward-firing of the side-firing surgical fiber.